Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a surgical procedure, the surgeon was using the device to insert a qwix screw when the device handle broke into two pieces. The surgery time was prolonged by about three minutes. There was no adverse outcome for the pt.